Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that husband experienced low blood glucose of 30 mg/dl to 40 mg/dl. The customer's spouse reported that they had to change the setting of the insulin pump. Insulin pump will not be return for analysis.